Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of precedex (400 mcg/100 ml). After the precedex infusion was initiated, it was found that 70ml of precedex had infused within 15 minutes. At this time, the pump indicated 2ml had infused. The clinician reported "patient had both hypertension and then hypotension, requiring titration of multiple vasopressors." Later that day, the patient woke up and was able to follow commands. The patient also experienced ventricular tachycardia that resolved with medication. The patient still required pressors for a low blood pressure, but blood pressure was reportedly "not labile." The day following the event, the patient lost pulses in their right arm and required an embolectomy. At this point, the patient's family facilitated a "do not resuscitate" order, and the patient was transitioned to comfort care measures only. The patient expired. The precedex was a routine order to help the patient who was restless and delirious. The event occurred at 23:50. The patient was also receiving infusions of epinephrine at a rate of 0.03 mcg/kg/minute, milrinone at a rate of 0.125 mcg/kg/minute, norepinephrine titrated (2-6 mcg/minute), lasix at 10 mg/hour, normal saline carrier at a rate of 10 ml/hour. Vasopressin was started well after the event at 5 am.

Event description:
It was reported there was an over infusion of precedex (400 mcg/100 ml). After the precedex infusion was initiated, it was found that 70ml of precedex had infused within 15 minutes. At this time, the pump indicated 2ml had infused. The clinician reported "patient had both hypertension and then hypotension, requiring titration of multiple vasopressors." Later that day, the patient woke up and was able to follow commands. The patient also experienced ventricular tachycardia that resolved with medication. The patient still required pressors for a low blood pressure, but blood pressure was reportedly "not labile." The day following the event, the patient lost pulses in their right arm and required an embolectomy. At this point, the patient's family facilitated a "do not resuscitate" order, and the patient was transitioned to comfort care measures only. The patient expired. The precedex was a routine order to help the patient who was restless and delirious. The event occurred at 23:50. The patient was also receiving infusions of epinephrine at a rate of 0.03 mcg/kg/minute, milrinone at a rate of 0.125 mcg/kg/minute, norepinephrine titrated (2-6 mcg/minute), lasix at 10 mg/hour, normal saline carrier at a rate of 10 ml/hour. Vasopressin was started well after the event at 5 am.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, concomitant med prod data, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of precedex could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module and the administration set did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module, alongside the returned administration set, were found to be infusing within specifications and did not show any signs of unregulated flow occurring. The initial infusion for the drug ¿dexmedetomidine¿ (brand name precedex) at a concentration of 400 mcg / 100 ml was programmed as a weight-based infusion on 06aug2025, at 10:54 pm, at a rate of 4.08 ml/hr and a volume to be infused of 85 ml. At 11:35 pm, the unit was channeled off and the volume infused was 2.8 ml. Then, at 11:40 pm, the infusion was restored and restarted; however, it was channeled off again immediately after and the unit was removed a minute later. The unit was reattached at 11:50 pm, the infusion was restored and was restarted a minute later. As it started, a check IV set alarm was observed. There was a second attempt to restart the infusion when another check IV set alarm occurred. The unit was then channeled off and removed again. The system was powered off on 08aug2025 at 5:46 am. There is no record of any programmed infusions on the suspect pump module after this time. The total volume infused (tvi) was recorded at 2.803 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the reported over infusion of precedex was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a020602, a0401, a040502, a0404, a230502, a230502, a1801, g07001,g04037,g0301201, g02017, g04119, g0405206, c07,c19,c0601, c1601, d0302,d11,d15codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.